Event description:
It was reported that there was a hematoma. The patient¿s leads were implanted in (B)(6) 2011 and had resulted in a hematoma and the patient was hospitalized for one month. The implantable neurostimulator (ins) was implanted in (B)(6) 2011 and the healthcare professional had left the patient on the table. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 6000153-2015-00037 for patient¿s other lead.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type: lead. (B)(4).